Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) touch screen was not responding (touch pad is unresponsive). Patient was involved. No harm occurred.

Manufacturer narrative:
Corrected field- d10, updated field- b4, g3, g6, h2, h6 codes (investigation types, conclusion, findings, problem), h11, a getinge field service engineer had customer reboot the cardiosave and this resulted in successful start up, therapy is resumed. The additional cardiosave was located and rolled into the room and plugged in but not utilized. The team does not wish to transfer the therapy to the new device currently. The downtime was less than 15 minutes and there is no harm to the patient due to the issue.